Event description:
It was reported that during device replacement, the svc connector pin of the lead was damaged. The physician decided to program the svc off. The lead is still in use for rv and hvb parts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.